Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, after completing all deployment steps correctly, there was some oozing from the site which required less than a minute of manual compression to resolve. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.